Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that battery chargers and x-ray batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the generator displayed an error 25 and the x-ray failed dosimeter measurements. It was reported that the charger side and battery side had wrong voltage levels. There was no patient present at the time of the issue.